Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during a therapeutic laparoscopic cholecystectomy using the camera head with the video system center and the light source, the screen suddenly disappeared. It was rebooted and recovered. The procedure was completed using the same set of equipment. There were no reports of patient harm. The report is linked to related patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. It was not possible to determine, the cause. Because, the indicated phenomenon was not reproduced. No abnormalities were found in the equipment. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.